Event description:
Blue coating on electrocautery tip was coming off while in use during a surgical intervention. Reason for use: utilized during surgical intervention for a reduction. Product: this report is for (2) "life" devices which were identified as having the same issue.